Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted on further dissection, it was obvious the patient had a breakdown of the skin on the right side of his umbilicus. It was through and through-hole, which the prior drain was going down to subcutaneous tissue. The incision was continued down to the subcutaneous tissue until we encountered an abscess cavity. The subcutaneous abscess cavity tracked to the fascia and there was a 1 cm defect on the fascia with the mesh right underneath this. This indicated the involvement of the mesh in this wound infection. The mesh was excised in its entirety, it was then passed off the field. While excising the mesh, it was apparent that the loop of bowel has firmly adhered to the peritoneal surface of the mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 1/20/2021. Additional information: a1,a2, b7.